Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an elective replacement indicator (eri) battery status earlier than expected. It was in service for less than 2 years before reaching eri. The device was explanted and replaced with a non-guidant device.